Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device device embolization could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that (B)(6) 2024, a 12mm amplatzer septal occluder was successfully implanted. The dimensions of the defect were 8mm and was determined by tee. On (B)(6) . 2024, the device was found to have completely embolized into the aorta and needed to be be explanted. On (B)(6) 2024, the device was successfully explanted percutaneously. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 12mm amplatzer septal occluder was successfully implanted. The dimensions of the defect were 8mm and was determined by (B)(6). On (B)(6) 2024, the device was found to have completely embolized into the aorta and needed to be explanted. On (B)(6) 2024, the device was successfully explanted percutaneously. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.